Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2018-03131. It was reported that the patient was not getting effective pain relief, and was discovered by x-ray that the leads had migrated. In turn, surgical intervention may take place to address the issue.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2018-03131. Additional information revealed patient had surgical intervention performed on (B)(6) 2018 wherein the leads were repositioned. Postoperatively, effective therapy was restored.